Event description:
The dr had difficulty inserting the iab through the sheath. The iab and sheath were not returned to co for evaluation. The items were discarded by the facility. Event complications: unk reported 12/13/96. Pt's current status: unk-rpt'd 12/13/96.